Event description:
The patient sex was not noted. According to the reporter: the procedure was vats and the stapler was used for lung tissue resection. The device did not staple but the staples were partially out of the cartridge. The correct staple formation was not obtained and suturing was done by the surgeon to resolve bleeding along the staple line.